Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0215033262. Other relevant device(s) are: product ID: 3889-28, serial/lot #: 0215033262, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that there was a short circuit problem with the lead during the intraoperative test on (B)(6) 2018. A new lead was used to complete the operation. The cause of the short circuit was unknown. The patient was replaced with a new lead in the hospital on (B)(6) 2018. They were in good condition with normal treatment. There were no further complications reported as a result of this event.

Manufacturer narrative:
Product ID: neu_perc_extension, lot# unknown, product type: extension; product ID: neu_cable/tlock, lot# unknown, product type: screening device; product ID: neu_tunnelingtool, lot# unknown, product type: accessory; product ID: 3889-28, lot# 0215033262, product type: lead. Device evaluation: analysis of the percutaneous extension found all connectors (0, 1, 2, and 3) were twisted in the molded rubber at the distal end of the extension. (B)(4). If information is provided in the future, a supplemental report will be issued.